Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) stopped working as expected. Two weeks later, a surgery was performed and inspection revealed a crack in the right cylinder connecting tube. Therefore, the pump was removed and replaced. The patient had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak tested and functionally tested. The tubing was cut down from the pump block and was not returned for analysis. Functional test revealed that the pump did not pass the activation test. Based on the information available and analysis results, the identified activation issue could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) stopped working as expected. Two weeks later, a surgery was performed and inspection revealed a crack in the right cylinder connecting tube. Therefore, the pump was removed and replaced. There were no patient complications.